Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and uretex were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with trachelectomy, bilateral sacrospinous ligament vault suspension, anterior repair with mesh, enterocele repair, posterior repair, perineorrhaphy and diagnostic cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat prolapse and stress urinary incontinence. Due to erosion, protrusion, pain, discharge and infection the mesh was removed on (B)(6) 2009.(B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced hematuria.